Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional medical device type is as follows: d.2b. Medical device type: gim. The information for the additional common device name is as follows: d.2a. Common device name: tubes, vacuum sample, with anticoagulant. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670; k231373.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was tube push off n 300 units of no patient impact reported.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was tube push off n 300 units of no patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no issues were identified. Furthermore, functional tests were performed on 10 retained samples, and all tubes were within specification limits with no tube push-off observed. The instructions for use recommend holding the tube in place until the required draw volume is reached and flow has ceased to alleviate tube push-off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.